Event description:
It was reported carelink had 3 alerts for rv pacing, rv defib, and svc defib lead impedance measurements not taken. However, there were valid lead impedances on the carelink battery and lead measurements page and in the lead performance trends page. Analysis of this issue indicates the lead impedance not taken alert can occur when the device is programmed to manage ventricular pacing (mvp), non-competitive atrial pacing (ncap) is enabled, there is an elevated pacing rate and there is loss of atrial capture. Loss of atrial capture is one of the potential causes. The patient's intrinsic ventricular event occurs during a time interval when it is disregarded by the device and cannot be used for the impedance measurement. It was also noted that premature ventricular contraction (pvc) events, if enough, could prevent impedance measurements. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.